Event description:
It was reported that the screw splayed/fractured during torquing in surgery. Subsequently, the screw was explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Product was discarded by hospital and subsequently not returned to manufacturer. However, information provided with the reported provides evidence that the spay/fracture was a result of cross-threading. Device manufacture date ¿ unknown.